Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with neck and right shoulder pain (onset reportedly 4 years prior) worsening in (B)(6) 2009 and high blood pressure. The patient reported occasional tingling and itching in the forearm. A MRI showed spondylosis at c5-6, c6-7 with calcified discs at those levels. On (B)(6) 2010 the patient presented with thyroid nodules, and pain and weakness in right arm. A post op chest x-ray was taken which was (B)(6) for acute disease. Cervical x-rays showed mild degenerative change at c5-6; and some uncovertebral arthritic change c5-6. A thyroid ultrasound was conducted which showed left and right thyroid nodules. On (B)(6) 2010 the patient presented with cervical spondylosis with stenosis at c5-6 and c6-7 and underwent a c5-c7 acdf with plating. No patient complications were reported. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented approximately 4 weeks post op with residual neck pain and arm pain. The patient underwent x-rays which showed anterior fusion c5-c7 stable. On (B)(6) 2010 the patient presented with bilateral knee pain (onset 10 years prior after falling onto right knee). X-rays of both knees revealed mild degenerative joint disease with slight narrowing of medial joint space. The patient also, in a post op referral, reported that two weeks prior they developed recurrent headaches. The patient complained of tendonitis in right forearm, occasional numbness in the outer aspect of left hand, and pain in shoulders, right > than left. It was noted that migraines were being triggered by these symptoms. The patient's blood pressure was high and they also presented with anxiety. X-rays and a MRI showed a stable construct c5 to c7 and grafts partially incorporated. Of note was the development of a posterior fusion at the c5-6 level as well - not just bridging of the osteophytes around the graft. On (B)(6) 2011 the patient presented with thyroid nodules. The patient underwent an ultrasound which showed stable thyroid nodules. The patient also complained of many spine and orthopedic/neurologic symptoms including difficulty walking. The patient had had a (B)(6) lb weight gain since (B)(6) 2010. The patient also presented, in an orthopedic office visit, chronic right shoulder pain (onset reportedly (B)(6) 2006). The patient complained the pain radiated toward the neck as well as into fingers. A MRI scan showed possible partial thickness of the rotator cuff. Impression: impingement right shoulder, tendonitis, and possible thickness of rotator cuff. The patient also presented with right knee pain with an occasional locking sensation (onset reportedly 5-6 months prior). X-rays revealed a moderate medial compartment narrowing bilaterally and an MRI scan was unremarkable. Impression: moderate osteoarthritis. On (B)(6) 2011 the patient presented with neck pain, occasional low back pain, and occasional numbness in feet, right shoulder pain, intermittent right arm pain (related to tendonitis) and decreased use of right arm. There was tenderness over cervical area. Cervical x-rays showed alignment stable. A MRI of cervical spine showed spondylosis with some residual narrowing at the surgical sites c5-6. C6-7 but no impingement. Also noted was bilateral maxillary sinus disease. It was also mentioned that the patient had undergone an emg/nerve conductive study which showed some mild irritation at c6 on the left and mild ulnar neuropathy but no active changes and this was thought to be related to the patient's surgery. The patient complained that after the surgery they had never gotten better and it was affecting quality of life. Per the doctors notes there was concern of pseudoarthritis of the patients fusion. On (B)(6) 2012 the patient presented with hypertension, neck and bilateral arm pain and right side shoulder problems. The patient was receiving vitamin d supplements due to vitamin d deficiencies. A CT of the cervical spine was reviewed and showed non-union of c5-7 fusion with some residual foraminal narrowing. A MRI showed new disc herniation adjacent to the fusion. On (B)(6) 2012 the patient presented chronic neck and shoulder pain and the preoperative diagnosis of pseudoarthrosis c5-c7 with collapse of graft. The patient underwent surgery that consisted of exploration of fusion at c5-7 with removal of hardware; takedown of old fusion with re-decompression of c5-c6 and c6-c7 and re-fusion of c5-c6 and c6-c7 levels using allograft and a small amount of bmp and placement of the same plate with new screws c5 to c7. Note should be made that per the operative report "there was a lot of scar tissue and the wound was incredibly deep making it difficult to expose....it was difficult to have the retractors sit against the edges of the longus coli because the tissue was so scarred.... The fusion was explored and found to be collapsed and only partially healed...." After the old fusion was drilled out and decompression and irrigation occurred" ....grafts were then selected and tapped into the interspace. Patient only had minimal motion, almost as if she were trying to fuse laterally as well. A small amount of bmp was placed on the edges of the allograft to aid the fusion process...." The same plate was used and expanded to fit the space and some salvage type screws were used in the old screw holes. An effort was made to take an image once the construct was complete but could not occur due to the patient's size and the location. The patient tolerated the procedure well. It should be noted that the patient developed intractable nausea and emesis post op that required multiple different anti - emetics. The patient developed severe headache (not migraine) and ended up undergoing an occipital nerve block. The patient improved with the injection. By (B)(6) 2012 the nausea and emesis had finally resolved. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6) 2012 the patient presented with to be fitted for a (B)(6) collar. The patient also presented with hypertension. The patient underwent post op cervical spine x-rays which showed no misalignment or other abnormality. On (B)(6) 2012 the patient presented for a post op follow-up. On (B)(6) 2012 the patient presented with insomnia, dyspnea, muscle cramps, neck pain, and soft tissue swelling (onset 2 weeks prior). The patient also reported elevated blood pressure two weeks prior. On (B)(6) 2012 the patient presented, approximately 2 weeks post op, with left mouth and left eyebrow droop. The patient reported falling two times during the day. The patient reported receiving a toradol injection earlier that day for a migraine. In the doctors notes it was mentioned that the patient was wearing a c-spine brace which came up and supported the left and right side of the chin very close to the angle of the mouth. The patient reported that they had been having significant trouble since the surgery with headaches, nausea and vomiting. They also reported that shortly after the surgery they had some right sided numbness in hand involving thumb, index finger, and radial half of the middle finger but stated that it had resolved. They also stated they had had some tingling/burning sensation across the dorsal arch of both feet. Laboratories studies showed a slightly elevate ast and alt; mild anemia ; and slightly decreased rbc's. The doctor thought there was small possibility of an intracranial bleed. The patient underwent a CT scan which was read as a (B)(6) study. It was postulated that the cause for the headaches, nausea and vomiting could be the new analgesic the patient was taking. The patient received another injection of toradol. The doctor felt the likelihood of a stroke was remote. On (B)(6) 2012 the patient presented with headache and facial dropping (left mouth and eye - onset one day prior. It was noted that the patient seemed depressed and apathetic. On (B)(6) 2012 the patient presented with headache. On (B)(6) 2012 the patient presented with headache and received a toradol injection. On (B)(6) 2012 the patient presented with fatigue, weight gain, dizziness, some sore throat and occasional difficulty swallowing, muscle spasm, neck pain, new back pain with intermittent radiculopathy, numbness, weakness occasional leg and hip pain, and occasional dysesthetic burning pain in foot and toes. The patient reported having been told they had arthritis in the hip and back. The patient reported increased difficulty sleeping 10 days prior and that later that day they displayed drooping on the left side of the face, drooling, and had difficulty getting up. The patient reported going to the ER for this where they thought it may have been a mild stroke. The patient also reported feeling their blood pressure was up. The patient received a toradol injection. On (B)(6) 2012 the patient presented with stroke like symptoms and underwent a brain MRI which demonstrated no evidence for stroke and bilateral maxillary sinus mucosal disease (right worse than left). The patient also underwent a lumbar spine MRI which demonstrated neural foraminal encroachment due to annular bulging and degenerative facet changes at l4-5 and l5-s1 with severe neural foraminal encroachment on the left side l5-s1. On (B)(6) 2012 the patient presented arthralgias on the left; back and neck pain; and lesion on tongue. On (B)(6) 2012 the patient presented into the ER after a mva with neck pain and pain to the right shoulder blade. The patient was wearing a rigid c collar at the time of the accident. Cervical spine x-rays were taken which showed fixation and screws in good position and hardware well seated. The patient had also presented earlier in an office visit with pain in the lower leg joint. On (B)(6) 2012 the patient presented in physical therapy, with the diagnosis of failed cervical fusion. Per the doctors notes the patient had numerous appointments failures from (B)(6) 2012 forward. Furthermore per the notes "it addition the reason for her fusion failure is unclear with the patient appearing unable to follow through with the directions given to her by her neural surgeon as well as claiming to discover that the neural surgeon had given her directions that were actually contraindicated by other directions for some in her post-surgical state." The patient stated they "borrowed an electrical stimulator "which she is not in a position to assess whether or not it is appropriate for her needs. On examination and after multiple calls it appears that this 'stimulator' which she has borrowed is actually an ultrasound ....and has not been shown to be safe or useful for spinal nonunion...." A cervical stim was deemed appropriate and arrangements were made for the patient to receive one through the therapist (with appropriate programming and usage training) however the patient took responsibility of receiving and using the bone stimulator herself. The patient was going to be discharged from active physical therapy. On (B)(6) 2012 the patient presented with headache. On (B)(6) 2012 the patient presented with back pain, hopelessness, and depression. On (B)(6) 2012 the patient presented with recurrent headache and pain and received a toradol injection. On (B)(6) 2012 the patient presented with an aching low back pain radiating into the left thigh and shooting into the left leg and back of thigh. The patient underwent lumbar spine x-rays which showed no significant degenerative changes or acute trauma injury or abnormal alignment of the lumbar spine. On (B)(6) 2012 the patient presented with chronic low back pain, numbness in extremities, neck pain, and left extremity and hand edema. On (B)(6) 2012 the patient presented with neck and back pain and swelling. The patient reported using bone stimulator and neck brace. Cervical spine x-rays were taken which showed alignment straight and good placement. No interval change since (B)(6) 2012. On (B)(6) 2012 the patient presented with recurrent headaches and neck pain. The patient received a toradol injection. On (B)(6) 2012 the patient presented with back pain, neck pain, weight loss, and swelling in the bilateral legs and feet. Swelling was aggravated by standing or walking. The patient was using a bone stimulator and calcium nasal spray. The patient was also (B)(6) for depression, extremity weakness, gait disturbance, and numbness in extremities. On (B)(6) 2012 the patient presented with neck pain. On (B)(6) the patient presented with neck pain, stiffness, and a migraine with vomiting, photophobia, dizziness, and visual aura. The patient received a toradol and phenergan injection on (B)(6) 2012 the patient presented with a headache (migraine), nausea, vomiting, significant chronic neck pain, low back pain, fever, and dysuria. Per the patient, they had been seen the day before and had received toradol and phenergan. Per the doctors notes, the patient had a history of dysuria and had been treated one week prior of a urinary tract infection. A cbc was essentially normal. Sedimentation rate was elevated but it was noted that it had been elevated before. The patient was (B)(6) for a urinary tract infection with likely kidney infection. The patient was wearing a soft cervical brace. Patient was admitted for IV hydration and IV antibiotics. On (B)(6) 2012 the patient presented with neck pain, joint pain, muscle weakness, wound irritation, left leg edema, and for an in-patient follow up for kidney infection. It was noted that the patient had decreased rom of the neck. The patient was concerned over the surgical scar and there were small bumps and redness around the scar. The patient also reported (B)(6) lbs of weight gain since the last friday - this was thought to be medication associated. On (B)(6) 2012 the patient presented with neck pain with pain radiating into the bilateral shoulders - described as aching and burning - and back pain. The patient mentioned an injury two days prior. The patient received a toradol shot on (B)(6) 2012 the patient presented with a reinjured neck and pain. The patient underwent cervical spine x-rays which showed solid appearing c5 through c7 fusion; no acute bony abnormality; and "probably" some degree of bony foraminal narrowing at c5-c6 and c6-c7 on the left with minimal foraminal narrowing at c5-c6 on the right as well. No fractures identified. Alignment normal. On (B)(6) 2012 the patient presented in physical therapy with the diagnosis of failed cervical spine fusion with secondary neck pain and weakness. The patient complained of severe pain (10/10) sometimes deep aching in the posterior neck with loss of mobility in anterior neck and posterior shoulders. The patient "is overcome by the pain that she experiences with neck motion of any kind". The patient reported avoiding scheduling therapy because of fear of making the pain much worse. The patient was reported wearing a foam neck brace most of the time when not in bed and using a bone stimulator to promote bone growth. The patient reported that the md wanted her to reduce the use of the brace but she had been unsuccessful in doing so. On (B)(6) 2012 the patient presented with neck pain left greater than right. On (B)(6) 2012 the patient presented with neck pain radiation to the left head and headache. On (B)(6) 2012 the patient presented with earache and irritability, on (B)(6) 2012 the patient presented with neck pain and underwent cervical spine x-rays which showed anterior fusion extending form c5-c7 and degenerative changes at neural foraminal regions, c5-c6 and c6-c7 bilaterally. On (B)(6) 2012 the patient presented with neck pain. The patient was given a soft cervical collar for support. On (B)(6) 2012 the patient presented with nail disorder, neck pain, burning extremities, and constipation. On (B)(6) 2012 the patient presented with headache (associated with cervical spine fusion), neck pain, and ingrown toe nails. The patient received a toradol injection for the headache and underwent a nail removal procedure. On (B)(6) 2012 the patient presented in ER with headache, severe neck pain radiating to the forehead and foot pain like "glass in feet". Per the progress notes the patient reported they had an overgrowth of bone in the neck and needed additional surgery. The patient received a toradol injection. On (B)(6) 2012 the patient presented with pain and underwent cervical spine x-rays which showed no fracture or subluxation; anterior and posterior fusion hardware at the c5-c7 with invertebral solid fusion. On (B)(6) 2012 the patient presented with severe neck pain and associated symptoms including joint pain and arm numbness. The patient reported hurting their neck the night before when they moved their hand suddenly. The pain was worse on the left side and radiated down arm into the 1st and 3rd digits. The patient underwent a cervical spine x-rays which demonstrated post-surgical changes from fusion c5-c7 without evidence of complication; no acute fracture or movement; and possible left foraminal narrowing. The patient was also (B)(6) for headache, depression, insomnia, extremity weakness, back pain, joint pain, joint swelling, and muscle weakness. On (B)(6) 2012 and (B)(6) 2013 the patient presented for a toradol injection (patient may have 1 x a week) for neck and arm pain. On (B)(6) 2014 the patient reported ongoing severe constant neck pain and muscle weakness. The patient was also positive for anxiety, depression, insomnia and urinary incontinence. The patient also reported nocturia. On (B)(6) 2013 the patient presented with recurrent headaches and neck pain. The patient received a toradol injection for migraine. The patient also underwent cervical spine x-rays which showed c5-6 and c6-7 mild bilateral uncovertebral spurring producing neural foraminal encroachment. Alignment was normal. No lesions fracture, or swelling was noted. On (B)(6) 2013 the patient presented with chronic neck pain and underwent a cervical spine MRI which showed mild reversed lordosis (c5-c7); mild endplate spurring; disc bulging of the cervical spine predominately at the c5-c6 level; and borderline spinal stenosis at c5-c6. Note: the exam was limited by patient's ability to cooperate and the diffuse motion artifact. On (B)(6) 2013 the patient presented with high glucose. On (B)(6) 2013 the patient presented with headache and neck pain and received a toradol injection. On (B)(6) 2013 the patient presented with significant neck and arm pain. The doctor reviewed the results of a previous emg and CT results. Per the doctors notes the CT scan "...most likely demonstrates failed fusion with poor bone mineralization across the disc space at c5-6 and c6-c7." Flexion x-rays suggested motion between the spinous process of c5-6 and c6-c7." The emg/ncv study was reported to be consistent with chronic c7 radiculopathy. Per the doctors notes "I can't help but think that their neck pain is probably due to a fail fusion c5-c7. Her left arm pain is likely due to foraminal stenosis at c6." On (B)(6) 2013 the patient presented neck and arm pain and the preoperative diagnosis of cervical stenosis and radiculopathy and failed cervical fusion c5-c7. The patient underwent surgery which consisted of bilateral c5-6-7 posterior lateral arthrodesis with actifuse and autograft bone; left c5-6 laminectomies, medial facetectomies, and foraminotomies for decompression of c6 nerve root; bilateral lateral mass screw and rod fixation; and c5-6 and 7 open reduction of cervical kyphosis. Findings: mild motion between the spinous processes of c5-6 and 7 with high grade spinal foraminal stenosis c5-6. It should be noted that "on the left because of wide foraminotomies there was limited amount of actifuse spanning the c5-6 so as to avoid bone material entering into the foramen". No patient complications were reported. On (B)(6) 2013, 1 week post op, the patient presented in ER with head pain, neck pain, and a superficial left posterior parietal wound/laceration. Per the doctors notes "....head had to have some burrs holes to accommodate the metal nuts and screws of her headgear, which keeps her head and neck steady after her extensive neck surgery..." There was no evidence of infection. On (B)(6) 2013 the patient presented, in ER, with pain from neck to ribs and slurry speech. The patient also reported having hiccoughs for 30 minutes prior to coming to the ER and difficulty breathing. Per the doctor's notes there was zero treatment, the patient was noted as overmedicated and there was a risk of respiratory distress. On (B)(6) 2013 the patient presented with neck pain and back muscle spasms. The patient appeared over medicated with coordination problems (inaccurate movements). Per the doctors notes the patient admitted to being overmedicated and reported being "always in pain." The patient recognized they needed to cut down on their medications. On (B)(6) 2013 the patient presented with neck pain, back muscle spasms, left leg edema, weight gain and constipation. There was a doctor's note stating that medication had been cut back due to the patient being overmedicated. Patient was using a neck brace. It was reported that the patient also had had drug-induced hallucinations. This was associated with the prescribed drug tizanidine - the patient was to discontinue this medication and restart baclofen. On (B)(6) 2013 the patient presented with neck pain, numbness in extremities, and increased muscle spasms in right chest and arms. On (B)(6) 2013 the patient presented with residual shoulder and upper arm pain; improved leg and foot pain; swelling in feet; depression; anxiety; dizziness; numbness; poor coordination; and neck and back pain. On (B)(6) 2013 the patient presented with chronic neck pain with the diagnosis of cervical stenosis. Patient was wearing a soft cervical collar. On (B)(6) 2013 the patient presented in a physical therapy initial evaluation with complaints of left shoulder and upper trapezius pain. The patient reported that the pain interfered with their daily activities and hobbies. The patient reported that after their last surgery they no longer had headaches. The patient had the diagnosis of left shoulder impingement. On (B)(6) 2013 the patient participated in physical therapy for left shoulder impingement secondary to neck pain. On (B)(6) 2013 the patient complained of lateral left shoulder pain and tightness. Diagnosis: left shoulder impingement. On (B)(6) 2013 the patient presented in physical therapy with left shoulder impingement with the secondary diagnosis of neck pain. The patient reported having "slept funny" the night before - waking with a kink in the neck and headache. On (B)(6) 2013 the patient presented with cervical stenosis, ingrown toenail, headaches, cellulitis, and a yeast infection. The patient was wearing a soft cervical brace. On (B)(6) 2013 the patient presented with ingrown toenails and underwent a procedure for nail removal (bilaterally). The patient expressed interest in weight loss and smoking cessation. On (B)(6) 2013 the patient presented with dental caries, chronic pain, and breast lumps. The patient underwent a thyroid/neck ultrasound which demonstrated stable hypoechoic nodules in the upper left lobe and mid pole of the right lobe, likely benign. No significant changes from last ultrasound (B)(6) 2011. The patient underwent a breast ultrasound and mammogram which showed two benign left breast lumps. On (B)(6) 2013 the patient presented for a pap, breast exam and review of thyroid ultrasound. The patient had two lumps in left breast, neck pain, and muscle spasms. A toradol injection was ordered. On (B)(6) 2013 the patient presented with chronic pain, enlarged lymph nodes in arm, and a breast lump. The also presented with ongoing right hand/finger numbness. On (B)(6) 2013 the patient presented with a breast lump and underwent a fine needle aspiration. The contents were consistent with a cyst. On (B)(6) 2013 the patient presented with the chronic neck pain and a diagnosis of a benign breast cyst. The doctor noted the chronic conditions of cervical spinal stenosis, hyperlipidemia, rotor cuff disability, and hypertension. The patient was on smoking cessation medication. On (B)(6) 2014 the patient presented with severe neck and arm pain. The patient received a toradol shot.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010 the patient presented with progressive neck pain and the preoperative diagnosis of c5-6, c6-7 stenosis secondary to disc osteophyte complexes. The patient underwent surgery which consisted of a complete discectomy and osteophyte resection for decompression of the neural elements; arthrodesis c5-6 and c6-7; placement of tricortical allograft c5-6 and c6-7; and anterior spinal instrumentation using a helix plate from nuvasive. It should be noted that, per the operative report there were several fragments of disc found at c5-6 - these were reported as all removed. Fluoroscopic imaging was utilized for placement of instrumentation. No patient complications were reported. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with cervical pain and underwent x-rays which showed the appearance of a stable anterior fusion c5 thought c7. Alignment anatomic with no signs of hardware failure of complication. On (B)(6) 2010 the patient presented with ongoing symptoms of the neck and right arm pain. The patient described significant bilateral neck pain radiating to the right upper extremity. Since the surgery the patient complained of paresthesias in the left ulnar forearm and hand and also numbness and dysfunction in arm. Per the encounter notes, a MRI had shown a little encroachment into the spinal canal but no overt significant spinal cord or nerve root impingement. X-rays showed little or micro motion at c5, 6 and 7. An MRI of the shoulder had shown a supraspinatus tear with possibility of impingement syndrome and acromioclavicular arthrosis. The patient also complained of diffuse tendonitis. On (B)(6) 2013 the patient presented with severe neck and arm pain and the preoperative diagnosis of cervical foraminal stenosis and radiculopathy and failed cervical fusion c5-7. The patient underwent a bilateral c5-6-7 posterior lateral arthrodesis with actifuse bone graft substitute and local autograft bone; left c5-6 laminectomies and foraminotomies for decompression of c6 nerve root; bilateral mass screw and rod fixation with stryker instrumentation and c5-6 and 7 reduction of cervical kyphosis. Per the operative report mild motion was found between the spinous processes of c5-6 and 7 with high grade foraminal stenosis c5-6. No patient complications were reported. On (B)(6) 2013 the patient underwent an electrocardiogram which showed a marked st segment and t wave abnormalities with t wave inversion in the precordial leads - possible myocardial ischemia and a fist degree a-v block. The patient also underwent lab panels which demonstrated a high glucose level, and high red cell distribution (rdw). On (B)(6) 2013 the patient presented with some residual left shoulder pain. The patient thought they had a rotor cuff injury. The patient also reported being "markedly improved" following the left c5-6 laminectomy and bilateral c5-7 fusion with instrumentation. Assessment: branchial neuritis; cervical radiculitis; arthralgia cervical spine; spinal stenosis cervical regions. Keflex was prescribed for a possible stich abscess. On (B)(6) 2013 the patient presented with residual shoulder and upper arm pain; leg pain; and pain at the base of their feet. The patient, overall, was feeling improved. On (B)(6) 2013 the patient presented with shoulder pain and underwent cervical spine x-rays which post fusion changes c5-c7; alignment anatomic; no significant abnormality motion; and no fractures. On (B)(6) 2013 the patient presented with some crepitus in the neck; persistent shoulder pain; and tenderness over the shoulders left > right. The patient was known to have a shoulder impingement problem. Assessment: cervical spondylosis; post laminectomy syndrome; cervical radiculitis; and arthralgia shoulder. The patient underwent cervical spine x-rays. Per the encounter notes, x-rays demonstrated some facet arthropathy developing above the fusion which was probably the source for the crepitus.